Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The kink was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-calcified, non-tortuous lesion located in the left circumflex. The 2.25 x 28 mm xience prime stent delivery system (sds) failed to cross the lesion. Several attempts were made to cross, some using force; however, still the sds failed to cross. The proximal shaft of the sds became bent. The sds was retracted from the anatomy. During access and removal, there was resistance felt, resistance was due to the interaction with the vessel or with the other devices. Another sds was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.